Event description:
It was reported the printer is not working. The programmer was returned for repair. It was analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the printer was not working properly. It was further noted that the stylus was damaged and the programmer would not interrogate implantable devices due to the link electronic module (lem) being out of electrical specification.